Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced extended hyperglycemia around 350 mg/dl following meal announcements, often followed by hypoglycemia around 50 mg/dl, and completed supply changes without observable issues while noting the system appeared to be adapting; the medical device problem and component details were limited due to insufficient information. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component information remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.